Manufacturer narrative:
(B)(4).

Event description:
It was reported via stelobot that detached biosensor occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.